Event description:
Revision surgery - the patient admits to a fall post-op and dislocated her shoulder. The surgeon decided to upsize to a bigger ball and extended the humeral offset to a +12.

Manufacturer narrative:
The reason for this revision surgery was due to joint dislocation after 1 month of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against lot number 142g1073. A total of five complaints have been submitted against this part number. Two of the complaints are the result of patient trauma from falls, one infection and the remainders are dislocations. The root cause for the dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.